Manufacturer narrative:
H11: the device was received, and photographs of the sample were provided for evaluation. Visual inspection of the photos showed a brownish colored particle located between the dialyzer housing and the header cap. Visual inspection of the actual sample using the naked eye confirmed the presence and location of the particle, which was positioned below the header seal. This location is outside of the dialysate and blood fluid paths. The particle analysis showed the highest match (>95%) with material from the inside of a cardboard box. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to manufacturing in that the device was not removed during the visual inspection process. Particulate matter outside of dialysate/blood pathway is not likely to cause or contribute to a death or a serious injury because there are caps in place to protect the blood pathway. This is not likely to cause or contribute to a death or a serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign substance was observed in the header of a theranova 400 dialyzer prior to use. There was no patient involvement. No additional information is available.